Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device not returned to manufacturer. Reported event: an event regarding revision of a distal femoral growing prosthesis because it could not be expanded anymore was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot as only one device was manufactured for this lot. Conclusions: the investigation concluded that the distal femoral growing prosthesis could not be expanded because the tip of a screwdriver fractured in the expansion screw hole. The screwdriver fractured during a lengthening procedure while the surgeon was trying to unscrew an over-tightened screw. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If the devices or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported patient had a revision of expandable distal femoral replacement to provide length. The expandable was revised to the fact that they couldn't expand anymore because there was a broken screwdriver head in the hole used to expand it. Doctor felt he would have been able to expand another 5 mm if it was operational.

Event description:
It was reported patient had a revision of expandable distal femoral replacement to provide length. The expandable was revised to the fact that they couldn't expand anymore because there was a broken screwdriver head in the hole used to expand it. Doctor felt he would have been able to expand another 5 mm if it was operational